Manufacturer narrative:
Evaluation results suggest that this event is not associated with the device but rather is pt related.

Event description:
Three months post op, the pt did not feel any pain and began playing curling, and walking on slopes of mountains. By the end of december, the pt started experiencing pain daily. The dr diagnosed a delay in the consolidation of the fracture at the diaphyse and a broken gamma nail. The broken nail was revised. This event did not cause an adverse consequence to the pt or surgical delay.